Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported image noise could not be determined, however, it is likely that the issue was due to a damaged or disconnected image sensor unit or a component failure on the circuit board due to use stress, external factors, or handling. The event can be detected and or prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the endoeye flex deflectable videoscope had noise. The failure occurred when touching the cable near the connector. The issue was found when preparing the scope for use. The procedure was completed using the scope and there was no delay. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the image noise occurred and the image was temporarily not seen due to damage on the charged coupled device (ccd) unit. The report is being submitted due to damaged ccd unit found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the bending section cover adhesive was chipped, the video connector was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.